Event description:
Per complaint (B)(4). A hex tool key got stuck to a dental implant during initial placement. The implant was removed and replaced with a wider implant on the same day. No adverse patient consequences were reported.